Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 480 mg/dl and diabetic ketoacidosis. Customer was treated with fluids and 10 units of insulin. Customer was released from the ER the following day. Upon being released from the ER customer was fatigued and lethargic. Reportedly, the customer had difficulty loading the cartridge onto the pump. Customer had manual injections as alternate insulin therapy.